Manufacturer narrative:
D10 concomitant products: gia10038s - gia10038s gia100-3.8 sgl usereloadstap, lot# p4d0929 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pelvic exenteration procedure, the surgeon fired the devices, but was unable to retract the knife blade of the open stapler. The user had to manually open the device and try to remove the loading unit, which then split and left the blade exposed. A new stapler was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the firing knob and knife blade were retracted. The cartridge cover was returned to its proper position. The sulu staple pushers and interlock were reset. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the pushers advanced. The firing knob could be advanced and retracted without any hang-ups. It was reported that the knife blade was difficult to retract. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing cycle was not completed. The evaluation detected an unreported condition: of disengaged cartridge cover that has no relationship to the reported condition. The most likely cause could not be established from the information available. This issue may occur if an excessive force is applied to the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.